Manufacturer narrative:
There was no error alarm noted. The insulin pump passed the self test. The insulin pump was received with minor scratched display window, cracked battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received several rf pic failed self test alarms. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.